Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the foreign material that entered the instrument channel from the outside could not be sufficiently removed due to insufficient cleaning and rinsing.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the user found the instrument channel of the subject device was clogged with the foreign material (stone). The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.